Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhbmp-2./acs. Reportedly, the patient suffered injuries and damages, including but not limited to, an inflammatory reaction, heterotopic bone growth, osteolysis, cage migration, and chronic pain. It was reported that on or around (B)(6) 2012 the patient began experiencing radiating pain to her legs, back pain and nerve damage. As a result, patient has required extensive medical treatment, including but not limited to pain management and possible future surgery. It was reported that the patient continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.